Event description:
A malfunction alarm, identified as malfunction code 0, was reported with the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged to send a replacement pump, advised the customer on using an alternate therapy to ensure continued insulin delivery, and instructed the customer on returning the faulty pump.